Event description:
A stopped pump message was reported. The error occurred during an update of the pump. When the reporter re-interrogated the pump, half of the information he had programmed was there. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant: product ID 8596, serial# (B)(4), implanted: 2005-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter, product ID 8840, serial# (B)(4), product type programmer, physician, product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).